Manufacturer narrative:
*Update 17-arp-2019. CAPA 17027 was issued on 13-sep-2017 to investigate and propose corrective actions for the lightsheer cooling system issues. The preliminary investigation points to the following failure mode: a chemical reaction between the heat exchanger internal material and the coolant liquid creates increased pressure, leading in some cases to coolant leakage. This was discovered by service engineers who found the packaging was wet prior to installation. As a corrective action, a procedure for heat exchanger cleaning was created. The malfunction occurs only at the first installation, which is done by a lumenis service engineer. In case a leakage is detected, the installation is not performed. Therefore, there is no safety issue or risk to patient health and no further actions are required. Lumenis is submitting follow-up MDR whereas the reported malfunction did not cause any serious injury and will not cause a serious injury if to recur.

Manufacturer narrative:
Lumenis is currently investigating the reported event. When relevant information is provided to lumenis with which to make a determination of cause, lumenis will file a follow-up medwatch report.

Event description:
After powering on the system following an installation of a lumenis light sheer desire laser system, a lumenis certified technician observed a coolant leakage. There was no patient involvement, and no injury reported as a result of the leakage.